Event description:
The device has been returned for analysis.

Manufacturer narrative:
Device evaluation: "the complaint related product was returned in a clin pack with the foreign material in a separate container. Based on a visual inspection of the foreign material, it was observed to be soft/rubbery, grey, and 3-5 mm in length. There are no components sent with the revolve kit to customers that matches this foreign material. This analysis could not determine where the foreign material came from but it is confirmed that the foreign material did not come from any component of the revolve kit." Additional, changed, and/or corrected data: b5, d9, h3, h10.

Manufacturer narrative:
This event is being reported to FDA in an abundance of caution as a reportable malfunction due to the "strange object" found in the aspirated fat. A review of the device history record for revolve lot 13944 has been completed. No deviations or non-conformances noted. A relationship between the revolve and this event could not be determined without further analysis of the suspect device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. If additional information is made available, a supplemental report will be submitted.

Event description:
Healthcare professional reported via distributor that during a fat-grafting procedure the operating room-nurse saw a strange object in the syringe with aspirated fat. Healthcare professional also reported "the patient didn¿t experienced [sic] anything at all." Distributor described the object as "color grey, size: 3mm, material: rubber?" The device is available to be returned.

Manufacturer narrative:
Additional and/or corrected data: b.5.

Event description:
Hospital denies object is from user-supplied components. Process described as "first they transfer fat from the container into a 60 ml syring. Than they transfer that fat into a 10ml syring. At that point they notice the strange object because it gets stuck." Fat transfer was not completed with another device.